Event description:
It was reported that insulin gauge displayed amount different than expected, with pump showing 50 units while caller expected about 160 units and difference greater than 30 units, although issue was no longer active at time of call. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, and technical support advised customer to call back for troubleshooting if a similar active fill estimate issue occurred again, which caller acknowledged.